Manufacturer narrative:
A4-a6:unk. H6: off-label acd<3.0. Patient-related-factor. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens of -7.5 diopter, was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023, the lens was exchanged for a longer length lens due to low vault without rotation. The problem was resolved. Cause of the event is a patient-related-factor.